Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "autotfill failure alarms" issue. However, the fse was able to verify the alarms in the iabp¿s diagnostic error log, where on (B)(6) 2019 the iabp unit stated "fill fail-iab disconnect. The fse attempted to reproduce the issue using the catheter and patient simulator and was unable to reproduce the issue. The iabp unit passed all the manifolds test. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had auto fill issues. No patient harm, serious injury or adverse event was reported.